Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm occurred during the basic occlusion test due to moisture damage on the force sensor resistor. The occlusion and excessive no delivery tests could not be performed due to motor error alarm and prime fill anomaly. The device was received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump makes a strange noise during prime. She stated that the customer's blood glucose levels had been rising for the last couple of days. Blood glucose reading was 395 mg/dl. Troubleshooting could not be performed since the customer was not present with the device. The insulin pump was replaced and returned for analysis.